Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 8/7/98).

Event description:
On 6/11/98, datascope rec'd the mandatory medwatch form from the user/facility; uf/dist report number: 33-0119-1998-0002 and the following info was reported. On 5/8/98, the pt underwent cardiac catheterization. On 5/10/98, the pt had an iab catheter inserted. On 05/14/98, the pt was found to have blood in the tubing of the iab and the iab was removed. A second iab was inserted under local anesthesia. On 7/20/98, the following was reported to datascope: there was no pt injury or complication as a result of the event. The pt was transferred to a cardiac rehab ctr on 6/19/98. [Event complications]: none from the event-reported 6/11/98 and 7/20/98. [Pt's current status]: transferred-rpt'd 7/20/98.